Event description:
It was reported at an unknown time to " to look at ratchet". At investigation it was noted the cutter failed the test cut with an incomplete cut. There is no information provided regarding the timing of the event. No adverse events were reported as a result of this malfunction. Due diligence is in progress, no further information has been provided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00942, 0001526350-2023-00943, 0001526350-2023-00944, 0001526350-2023-00945.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). . Review of the most recent repair record determined the cutters failed the test cut due to an incomplete mesh; however, the repair was not completed because cutters are not repairable devices. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00942 -1. 0001526350-2023-00943 -1. 0001526350-2023-00944 -1. 0001526350-2023-00945 -1.